Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming error code 1870 and the user was unable to use any buttons. It was reported that troubleshooting was successful, as the batteries were removed to reset the pump. The end user was instructed to have the clinic send the pump in for service. No adverse patient effects were reported. No additional information is available at this time.